Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the supplies in use had been in use for more than 3 days. The customer's blood glucose level was 421mg/dl. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site as they believed the site was functioning as intended and that the occlusion alarm had been successfully cleared. The customer successfully resumed insulin deliveries without the need to change any pump supplies.